Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting stimulation on both sides but now they are only getting it on the left side and not the right side. The change was considered sudden. The patient noted that they had not been able to sleep since 1 day after implant. The patient was to follow up with their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that when asked if the cause of the change in stimulation was determined the patient reported yes and no- it was changed and as of today the change helped. They were going to get their ins reset again in 30 days. The cause of the inability to sleep was not determined and the patient thought they just had to get used to having the ins in them. Their issues weren't resolved- the stimulator was better but they still had pain in their lumbar and they noted that if they turned it up they couldn't withstand it in their legs. No further complications reported.